Event description:
A consumer reported the patient's doctor contacted them and told them it had been seven years, so they needed to have the implantable neurostimulator (ins) changed. The consumer thought the patient was told they were planning on replacing the whole system, and there had been two different surgery dates set, but due to unrelated health issues, they couldn't have surgery to get it replaced. The consumer thought the rechargeable batteries lasted longer, and knew the patient charged regularly. It was noted it was unknown why the battery would be replaced because the doctor didn't give them a reason. No patient symptoms were reported. Relevant medical history includes failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.